Event description:
It was reported that this patient with an implantable pacemaker recently collapsed due to syncope and presented to the emergency room. Upon interrogation, an elevated, out-of-range pacing impedance measurement was observed (greater than 3,000 ohms). There was a concern regarding a potential lead fracture and a subsequent switch to unipolar sensing that could have caused the patient's collapse. The following day, the patient presented to a different healthcare facility for a consultation, but no alerts were available as they had already been checked the previous day at the hospital. The patient's monitoring physician was very concerned that an alert had not been transmitted to indicate the out-of-range impedance value. At this time, this system remains implanted and in-service. No additional adverse patient effects were reported. Information has been requested regarding the event resolution, but no further details were able to be provided.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the elevated, out-of-range pacing impedance measurements cannot be established, as the product remains implanted and has not been returned for analysis. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the device has not been returned for analysis. Therefore, the root cause of the reported high, out-of-range pacing impedance measurements cannot be confirmed. Device labeling review: review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk review: a risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this patient with an implantable pacemaker recently collapsed due to syncope and presented to the emergency room. Upon interrogation, an elevated, out-of-range pacing impedance measurement was observed (greater than 3,000 ohms). There was a concern regarding a potential lead fracture and a subsequent switch to unipolar sensing that could have caused the patient's collapse. The following day, the patient presented to a different healthcare facility for a consultation, but no alerts were available as they had already been checked the previous day at the hospital. The patient's monitoring physician was very concerned that an alert had not been transmitted to indicate the out-of-range impedance value. Information has been requested regarding the event resolution and further details will be provided once available. At this time, this system remains implanted and in-service. No additional adverse patient effects were reported.